Manufacturer narrative:
He alleged suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be at a later date, the investigation will be reopened."

Event description:
The complainant states a patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure conducted robotically, followed consecutively by a transoral incisionless fundoplication (tif) procedure. Both procedures were completed, and the patient returned to tertiary facility approximately two weeks post procedures for an unknown reason and was admitted to the ER. The patient was diagnosed with gi bleeding and a small perforation at a fastener site and was injected with epinephrine to stop the noted bleeding. Additionally, the patient received one blood transfusion and was discharged on an unknown date without further complications.